Event description:
I got femto-lasik surgery in 2021 which I now regret. I have dry eyes ever since the surgery. The problems really started to kick in four months after surgery when I experience extreme dryness, pain and light sensitivity. My eyes felt really bad, and had a lot of inflammation. They still feel uncomfortable today: sometimes they hurt, sometimes they feel like ¿profanity¿, sometimes they feel very stressed. It got better since then, and I can manage the dry eyes and the nerve pain. I can live, perform at my job, and have good moments. I'm lucky, that I at least got good vision, but my left eye is better than the right. Still, it isn't great. It immensely affects my daily life, and it is a daily struggle to stay mentally stable. I have to use a lot of eye drops, also at night which affects my sleep quality. Often times I feel uncomfortable. Sometimes I'm depressed because of what happened to me. I worry about my future as I don't know what will happen or whether my eyes will tolerate the actual regimen for a long time. My eyes became a bit redder due to the dryness which annoyed me on a daily basis. I also make other decisions or have difficulties with topics like dating, future planning, and so on. If I could turn back time, I would stay away from any refractive surgery on my eyes. I would do it only if medically absolutely necessary. In my opinion, lasik, photorefractive keratectomy, relex smile, and so on is never necessary. On the contrary.